Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: please explain what is meant by the clamp did not staple the entire stomach wall with two blasts of staples? Despite two firings, the stomach wall was not completely stapled. The surgeon had to reinforce the staple line thanks to a suture thread. What was the surgical procedure? Visceral surgery what is the current patient status? Good.

Event description:
It was reported that during an unknown procedure, the clamp did not staple the entire stomach wall with two blasts of staples. The patient's hospital stay was extended for a few days but patient is ok today. The stapling was reinforced by a suture with thread.

Manufacturer narrative:
(B)(4). Date sent: 07/06/2016. (B)(4). The analysis found that the psee60a device was received in good visual condition and with an ecr60g cartridge reload present; it was noted to be fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.